Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient hearing a faint sound coming from the device which sounds like a vcr rewinding. It is unknown whether there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.